Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline communication fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The controller event log files confirmed a continuous driveline communication fault alarm, associated with com_a_fault flags, starting on the reported event date of 05dec2023. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. It was reported on 09jan2024 that the modular cable, lot number 7157732, would be returned. Multiple attempts were made to confirm the return status and obtain tracking information, but no response was received. This investigation may be reopened if the modular cable is received by abbott. Review of the patient¿s complaint history revealed no prior events related to modular cable, lot number 7157732. The relevant sections of the device history records for modular cable, lot number 7157732 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 7 of the IFU and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies,¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation pf the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline communication fault alarm. The controller event log files confirmed a continuous driveline communication fault alarm, associated with com_a_fault flags, starting on the reported event date of 05dec2023. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The modular cable was returned in unremarkable physical condition. The modular cable was connected to a test loop and no alarms were reproduced during testing; however, it was noted that one of the internal wirings had an open loop. The modular cable protective layers were removed, and wire fatigue was noted ~8 inches from the controller connector. The internal wiring was inspected and a fracture in the green wiring, responsible for communication a line, was observed. A root cause for the reported driveline communication faults was wire fatigue to the external portion of the driveline, more specifically on the internal green wire. The relevant sections of the device history records for modular cable, lot number 7157732 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies,¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ instruct the user, ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel, and straighten.¿ furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation pf the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline communication fault alarm. Log files were submitted for analysis. The event log file displayed driveline communication fault/ (f19) comm_a_fault alarms beginning (B)(6) 2023 at 0924-1057. It was suggested to replace the controller and modular cable with new ones and monitor for recurrence of alarms. Per the recommendation the modular cable and the controller were exchanged and no alarms were noted after the exchange. Related MFR# for the modular cable: 2916596-2024-00229.